Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by an orthodontist who is concerned with the gum recession. Provided information on recession. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.